Event description:
It was reported by the patient that the needle did not move forward when the pod was activated; this indicates a needle mechanism failure. The pod was not worn.

Manufacturer narrative:
The pod arrived not deployed. Timeouts and a complete drive stall were observed in conjunction with an 0x5c alarm, indicating open count too low at end of prime. The timeouts and drive stall were replicated in a rerun, but the ratchet gear was able to advance manually without incident. The exact cause of the high pulse width w/ drive stall could not be determined, but the timeouts and drive stall are confirmed as the root cause of the reported 0x5c alarm. Scrapes were observed on the top of the hook post spring as a result in incorrect installation. It could not be conclusively determined if the observed hook post damage is linked to the high pulse width w/ drive stall and reported 0x5c alarm. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.0.4. Operating system: 26.0. Hardware: iphone14.3. Cgm sensor type: g7.

Manufacturer narrative:
The pod arrived not deployed. Timeouts and a complete drive stall were observed in conjunction with an 0x5c alarm, indicating open count too low at end of prime. The timeouts and drive stall were replicated in a rerun, but the ratchet gear was able to advance manually without incident. The exact cause of the high pulse width w/ drive stall could not be determined, but the timeouts and drive stall are confirmed as the root cause of the reported needle mechanism failure and 0x5c alarm. Battery voltages were observed to be slightly deployed. Scrapes were observed on the top of the hook post spring as a result in incorrect installation. It could not be conclusively determined if the observed low battery voltages or hook post damage are definitively linked to the high pulse width w/ drive stall and subsequent needle mechanism failure